Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation confirmed that the down arrow keypad button is intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the down arrow button requires excessive force to obtain a response.